Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, the michigan arthroplasty registry collaborative quality initiative (marcqi) provided a draft copy of their 2022 report indicating that 12 revision surgeries had occurred to remove ibalance tka products due to dislocation/instability. Further information was requested from marcqi but was not provided.

Manufacturer narrative:
Additional information: g3, h3, h6. The attached ibalance report page was received without additional context. Information was requested from the sender, but none was provided. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.